Event description:
It was reported that difficulty removal occurred. A 5.00mm x 20mm fg nc emerge balloon catheter was advanced for post-dilatation. However, device failed to inflate, resulting in entrapment with guide and vessel. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.